Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; spi bus failure. No patient involvement reported.

Manufacturer narrative:
The customer's biomedical technician was unable to reproduce the reported complaint. Error 1006 was in the event log for the month of (B)(6), but error 1008 was not found. Ran performance verification with no trouble found. Ran the system overnight and also ran a second performance verification, all passing. The device was returned to service.

Manufacturer narrative:
Correction to the customer reported problem; (B)(4) pcba adc failed vent inop occurrences. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support.